Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-28142. It was reported that a patient presented in-clinic for a system extraction due to infection. Prior examination of the right ventricular lead had revealed vegetation on the lead. It was unknown how the vegetation or infection was identified. The system was explanted on (B)(6) 2021. No patient consequences were reported throughout the procedure.